Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test and priming test. The insulin pump primed properly and the device was received with a motor screeching noise during the rewind process due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call rewind anomaly, prime anomaly and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised when they would rewind the insulin pump the device would make a grinding a noise. Customer advised when they primed the insulin pump it took a long time for the insulin to exit the tubing. Customer did not feel comfortable with the insulin pump and their blood glucose ran higher than normal due to the patient not feeling well.